Event description:
When the nurse was about to insert the plunger into the vial, she was unable to insert the vial [device issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns product complaint of device issue, and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On 18-jun-2026 amneal pharmaceuticals received information from pharmacist via a telephonic call concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50 mg per vial injection via intramuscular use (ndc: 70121-2628-5, lot number: ap250563, ap250441 (plunger), expiry date: 30-nov-2027, sep-2028 (plunger), serial number: (B)(6)) for an unknown indication. On an unknown date, the patient was being treated with risperidone for extended-release injectable suspension, (ndc, lot number, expiry date, serial number were not reported) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On an unknown date of (B)(6) 2026 the patient received a sealed medication. On (B)(6) 2026 when the nurse was about to insert the plunger into the vial, she was unable to insert the vial, and the diluent was spilled out of the syringe. Upon asking after encountering an issue with the risperidone kit during preparation, did they use an alternative product, or what actions were taken he stated that the patient was given another amneal's risperidone medication and which worked well for them. The nurse had followed all the instructions and agreed to send complaint sample pictures. Upon asking sample availability he confirmed that he has defective vial and plunger along with medication box for return at his provided address and requested for the replacement. Last action taken with risperidone in relation to device issue, and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue, and no adverse event was unknown. The reporter did not provide the causality of events device issue, and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.